Event description:
No RMA was issued, the device is not expected to be returned. The 110-4l catheter is being used with the licox pmo system. The cc1.p1 catheter is working properly providing the oxygen and temperature readings. The 110-4l was a replacement for the initial 110-4l catheter which failed after six hours of operating correctly. The second catheter 110-4l functioned for one hour and the intracranial pressure reading went to greater than 200mmhg. The catheter was removed. The patient was suctioned during the time and the second catheter's icp reading went to over 200mmhg.

Manufacturer narrative:
This medical device report is linked to medical device report reference number 2023988-2004-00095 and medical device report number 2023988-2004-00097. All three catheters were used on the same patient. The catheter is not expected to be returned for evaluation. An investigation has been initiated based on the reported information.